Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted watertightness is not maintained due to holes in the curved rubber caused by external factors. The curve rubber (bending section ) adhesive is missing. In addition, service noted that the color tone of the image is abnormal due to damage on the image pick up (image sensor) unit. Based on evaluation findings, the customer reported issue of pinhole on a-rubber was not confirmed however, holes causing leakage on the curve rubber was observed. Additionally, abnormal color tone was observed and found to be attributed due to failure on the image sensor. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of a-rubber pinhole. The issue found during an unknown event. There was no patient harm or injury reported. No user injury reported. Device evaluation found color abnormality in image (abnormal color tone).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of image sensor unit or the failure of internal board of the video connector unit or the system. Olympus will continue to monitor field performance for this device.